Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient experienced a low blood glucose of 53 mg dl while using the insulin pump which was treated with juice and the pump was not placed or worn fourteen inches above the infusion set location on (B)(6) 2026.